Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the physician was unable to extend the lead helix and had difficulty positioning the lead. The lead was not implanted. No patient complications have been reported as a result of this event.